Event description:
On (B)(6) 2011 the lay user/patient in france contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 120 mg/dl, 113 mg/dl, 62 mg/dl and 74 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not experience any symptoms or seek any medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has received the patient's returned meter and test strips, however the testing on the products has not yet been completed. Lfs will evaluate /them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed a follow up report will be submitted.